Event description:
The hcp reported the patient had received radiation therapy and the radiation had been delivered right over the pump. The reporter was not aware if lead shielding had been used. Pump alarms were audible. The hcp believed the pump had been damaged and would require replacement, so refilled the pump in august with preservative free saline. The patient was supplemented with oral medication. The pump is now in stopped pump mode and is unable to be interrogated. A follow up report will be sent when additional information is received.